Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that crosstalk was observed remotely via a merlin.net transmission. Reprogramming changes were recommended. The patient will continue to be monitored.